Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed due to loss of capture (loc) on the left ventricular (lv) lead. The device remains in service. No adverse patient effects were reported.